Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Although a sample was not received at the time of the complaint issuance, b. Braun has identified a sporadic occurrence of potentially false down and upstream pressure alarms which are caused by the upstream occlusion pressure sensor of the infusomat® infusion pump. Our investigations have shown that an isolated batch of upstream occlusion sensors built in the following serial numbers of pumps may deviate from their technical specification. Field corrective action fcsa-2023-08-14 has been issued by the supplier (b.braun melsungen) to address this event. Reference FDA recall number res# 92978.

Event description:
As reported by the user facility: email received from customer with attachment "b braun infusion pumps department record of issues encountered" which documents issues encounter from 13jul2023 to 19july2023 when using the b. Braun infusion pumps and accessories. The attachment lists multiple events of air-in-line alarms, four incidents of downstream occlusion alarms, microbubbles in IV lines, reports of changed lines, and reports of IV line change being required. One IV line was reported to be defective and saved by for a manager. This MDR is being submitted for a product malfunction with the infusomat® infusion pump.